Event description:
The integra sales representative reported on behalf of the user facility the following incident: the top of the device broke off when the screwdriver was being used. The hole was predrilled with the k-wire. The bottom portion of the screw that was in the bone was removed without incident. Both pieces of the devices are available for evaluation.

Manufacturer narrative:
To date, the device has not been received for evaluation. A investigation has been initiated based on the reported information.